Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 460 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump, manual dose injection, and a supply change. The customer required assistance to address the elevated bg with a drink of water. The customer resumed insulin therapy.